Event description:
It was reported that during implant, the lead had fixing difficulty after dislodgment. Other attempts were taken to reposition the lead, but it dislodged each time. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. There was tissue on the helix.